Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of 325 cc mentor smooth round moderate profile saline breast implant prostheses. Post-operatively, the patient was stated to have defective devices that needed to be removed, however, the exact defect was not provided. As a result, the patient underwent bilateral removal and replacement with 450 cc mentor memorygel breast implants on (B)(6) 2022. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-10273 for the contralateral event.

Manufacturer narrative:
On september 29, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 11.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 01, 2022, mentor became aware that data errors were inadvertently submitted in the initial report. The date received by manufacturer and report submission due date fields for the initial report should have been 08/08/2022 and 9/07/2022, respectively, as mentor was alerted to the adverse event on 08/08/2022. Manufacturer¿s reference number: (B)(4) in the initial, g3 date received by manufacturer and report submission due date should have been 08/08/2022 and 09/07/2022, respectively.